Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. User facility discarded the explanted product and will not be returned to nuvasive. No further product analysis can be completed at this time. The root cause of this reported event has not been determined. Review of the event radiograph notes the rod slipped in a manner suggesting the lock screws may not have been fully tightened. The cause of the insufficient tightening is unk at this time. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
The report indicates that two weeks after initial fusion surgery of l3-s1 with supplemental bilateral pedicle screws, the patient reported a squeaking sound emanating from the surgical site. Radiographs depicted a lock screw separation. Revision surgery was performed (B)(6) 2013 to replace the affected portion of the initial construct. There was no patient injury reported with the complaint, although the reason for revision was related to the patient experiencing pain in the area of the construct.